Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed would like to send in the arctic sun device for the 2000-hour preventive maintenance, no issues reported. Per review of wo on 12may2025, the hot side connector between the ac power inlet module and the ac main voltage circuit card was found to be blackened and melted.

Event description:
It was reported that the biomed would like to send in the arctic sun device for the 2000-hour preventive maintenance, no issues reported. Per review of wo on 12may2025, the hot side connector between the ac power inlet module and the ac main voltage circuit card was found to be blackened and melted.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause . Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided" the instructions-for-use under baw2800120 rev 0 and baw2800172 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The scope of CAPA # 1405844 is applicable for the product, failure mode, and/or root cause, reported in this complaint per fm0302332, revision 17 correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.